Event description:
The lay reporter/ wife contacted lifescan (lfs) on july 22, 2006 alleging that his meter powers off during use. A medical affairs specialist (mas) spoke to the wife on july 24, 2006 and obtained/ verified the following information: in april 2006 the patient was non-responsive and foaming in the mouth. The wife tried to test his blood glucose; however, his meter powered off during use. Wife then tested him on his daughter's meter and received a 23 mg/dl. Emergency service was contacted and he was tested on their meter and received a 36 mg/dl and was treated with IV glucose. Patient was in the hospital for 8 hours prior to being released. The patient did not replace the battery per the owner's manual and he did not have a replacement battery. The meter is not a new product (out of box) and there was not trauma toward the meter. While speaking to the reporter, mas found out that the patient had stopped using his meter 6 months prior to the incident due to the meter. Powering off during use. Pt did not test his blood glucose since then. After the incident in april 2006, the pt was using his daughter's meter. Reporter did not know whether he was taking his diabetes regimen prior to the incident and does not know his diabetes regimen. While troubleshooting with the customer care advocate (cca) the meter shut off before the time was up. Mas sent the patient a replacement meter. The complaint is being reported since the meter powered off during use and the patient later had symptoms and found to be hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. The device ID for the d-4, "other #" field is 1-av-1086